Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a cartridge change on an ilet system using a 23-inch infusion set, the user experienced rising blood glucose and did not observe visible leakage at the pump or site; during troubleshooting, they primed up to 80 units without observing drops from the tubing and later noted the cartridge contained very little insulin, after which they rewound, primed, and filled the cannula, leaving less than 20 units remaining. Symptoms included hyperglycemia. Outcomes included user counseling to hydrate and perform a full supply change when able. Investigation included remote troubleshooting of the infusion system, tubing prime, cartridge inspection, and cannula fill. Investigation of this case revealed an unclear cause of hyperglycemia with suspected delivery interruption or incomplete/omitted priming associated with the infusion system and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.